Event description:
During the procedure, the operator found that the sheath had been leaking blood. After changing the sheath, the procedure was successfully completed, and the patient had no complications.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. An event of a fluid leak was reported. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the side wall of the seal, the proximal face of the seal and the distal face at one side of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.